Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was also reported under MDR number 3005094123-2018-00050 for the reagent.

Event description:
The customer observed falsely elevated results while using the architect i2000sr analyzer. The following data was provided. (B)(6) initial 298 pmol/l, repeat 221 pmol/l; (B)(6) initial 415 pmol/l, repeat 219 pmol/l; (B)(6) initial 230 pmol/l, repeat 157 pmol/l; (B)(6) initial 376 pmol/l, repeat 214 pmol/l; (B)(6) initial 370 pmol/l, repeat 221 pmol/l; (B)(6) initial 239 pmol/l, repeat 133 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer replaced the vortexer, which resolved the issue. An investigation was performed reviewing the complaint text, service history, a review for complaint trends, and a review of labeling. Tracking and trending revealed no systemic issues or adverse trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.